Event description:
It was reported that a customer's pump experienced rapid battery depletion, leading to the device shutting off due to a low battery alert. There was no reported impact to the customer¿s blood glucose level. A replacement pump with a new serial number was prepared for the customer, and the original pump was expected to be returned for further investigation.